Manufacturer narrative:
This rv lead will not be returned to boston scientific due to being capped and abandoned. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during the replacement procedure of the associated device due to normal battery depletion, it was observed this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 3,000 ohms. The decision was made to implant a new rv lead. There were no adverse patient effects reported.